Event description:
This pt received this liner two years ago when being revised from an old style acs liner. The doctor is revising this poly liner again and claims it has accelerated wear. Pt is fairly active.